Event description:
The customer reported unusual behavior with yellow alarms where pvc alarms and afib alarms are not occurring. Red alarms do occur.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.